Event description:
The customer returned the product for cassette not attached error, during device analysis, a lifting downstream occlusion (dso) sensor was identified. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer issue was confirmed as once the cassette was attached, the device alarmed cassette not attached properly. The root cause of the issue was a bad dso sensor. Visual inspection found a lifting downstream occlusion (dso) seal. The dso seal and sensor were replaced. The dso sensor was calibrated and software was updated. The device was reset to standard configuration and there after passed all tests criteria.